Manufacturer narrative:
The product in question was discarded and is unavailable for investigation. A root cause could not be established for the reported event. Pericardial effusion is a potential clinical risk associated with the across device, which is the same as the risk of a procedure with similar, competitive devices.

Event description:
It was reported that at the end of a cryo ablation procedure, the pericardium was checked by echocardiography and a pericardial effusion was seen. Pericardiocentesis was performed successfully. The patient was stable. The case was completed with cryo. No further patient complications have been reported as a result of this event. Per follow-up from the rep the physician was unsure about what could have caused the adverse event. The model number and lot number of the acutus device are not available as they were discarded at the point the physician noted the effusion.